Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient¿s cgm reading was low (less than 2.2 mmol/l) and the mother gave the patient dextrose. The patient¿s mother did not report any sympoms. After a while, the reporter checked the patient¿s blood glucose value, and it was at 27.7 mmol/l. The mother took the patient to the emergency room. While in the ER the patient¿s ketones were checked and they were at 5.5 mmol/l. The patient was treated with insulin intravenously and mdi. The patient¿s bg stabilized fast after treatment became stable after spending the night at the hospital. At the time of the report, the patient was feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.